Event description:
The customer alleged that while performing a pre-pt check of the 7200 ventilator, the audio alarm failed to activate. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged reported problem. There was no pt involvement. The unit passed extended self testing. No parts were replaced. The cse cleaned and refitted the connections to the alarm assembly. The unit passed its performance test.